Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 23-jan-2022, UDI#: (B)(4). The communicator was returned and analysis found the micro usb charge port was loose, the device passed battery charging bench test, and there was an electrical failure. The device was taken out of service and scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and consumer regarding a patient with an external device. It was reported that the patient called and reported that they were charging the communicator, but it turns off immediately. The agent had the patient reset the communicator, but it turned off right away. The issue was not resolved. The agent sent a request to repair to replace the communicator.